Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a poor image. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were remnants of white crystallized contamination which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a poor image and a scope communication error due to water invasion in the scope connector caused by water leakage. Upon further inspection, it was observed that remnants of white crystalized contamination were found in the air and water channel. This substance was believed to be a simethicone type of product. This finding was due to customer handling and a reprocessing issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, white crystals were confirmed in the air/water channel. The event likely occurred due to the water leakage and flooding of the scope connector that occurred in the equipment making it likely that the reprocessing could not be performed properly and the foreign matter could not be removed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause preventive measures are described in patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.